Event description:
Related to medical device manufacturer's report#: 3004742232-2009-00019. It was reported that during an orbital atherectomy (oa) treatment procedure, the diamondback 360 orbital atherectomy system a vessel perforation occurred which was repaired with a stent. The lesion being treated was a fairly tight stenosis, but not a chronic total occlusion. The reference vessel diameter of the superficial femoral artery (sfa) was 5.5mm rvd. The physician crossed the lesion with a viperwire frm and performed a few runs with the diamondback oad on medium and high speeds for a total spin time of 3 mins, 14 seconds. The f/u angiogram revealed no complications, so the physician planned to continue treatment. The diamondback oad crown was readvanced to the target lesion, but would not spin and appeared to be bent. Angiogram showed a perforation of the sfa. Also, the tip of the viperwire had migrated from its initial placement site below the knee proximally to the popliteal region. The physician attempted to advance the wire, but it would not move. When he attempted to remove the oad over the wire, it was stuck on the wire, so they were removed together as a unit. Wire access was regained with a .035" guide wire and a 5x50mm stent-graft was placed at the perforation site to successfully seal the area. The entire procedure was performed in the or, so the pt was under general anesthesia at the time of the event and remained stable throughout. The pt was discharged the next day with plans for routine f/u. Additional information has been requested regarding this event.